Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 16fr. Esheath was inserted into the right common femoral artery without resistance. Intense resistance was encountered while advancing the commander delivery system and 29mm sapien 3 valve through the esheath. The sapien 3 valve was positioned and successfully deployed. Following the withdrawal of the esheath, the patient¿s blood pressure dropped from 100¿s mmhg to the 70¿s mmhg. Digital subtraction angiography (dsa) showed a right external iliac artery (eia) rupture. Following crossover balloon hemostasis, a stent graft was deployed. Post stent grafting, dsa confirmed proper blood flow in the leg without contrast leak. The access vessel minimum luminal diameter (mld) measured 6.7mm x 6.8mm with no calcification and no tortuosity reported.

Manufacturer narrative:
(B)(4). The delivery system and esheath were discarded following the procedure and were not available for evaluation by edwards lifesciences. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the DHR, physician¿s training and IFU manuals was performed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% quality and manufacturing inspections. Product verification (pv) testing is also performed on samples from each lot. These inspections during the manufacturing process and testing performed during the pv process support that it is unlikely that a manufacturing non-conformance contributed to the reported resistance between devices. Additionally, during the manufacturing process, the delivery system flex tip outer diameter is dimensionally inspected and, following assembly, the flex tip to flex catheter bond is 100% visually inspected for defects. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the sheath shaft resistance with the delivery system could not be confirmed as the devices were not returned for evaluation. Without the devices, a manufacturing non-conformance was unable to be determined. A definite root cause for the resistance was unable to be confirmed at this time. However, a review of manufacturing mitigation, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to this event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the exact cause of the resistance during the insertion of the delivery system and valve though the esheath and iliac artery rupture cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (vessel calcification or tortuosity not appreciable on imaging) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018- 00221.